Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer¿s blood glucose (bg) was 800 mg/dl and ketones were present. Correction boluses and insulin injections were used to address bg. Customer was not feeling well and went to the emergency room. Customer was admitted to the hospital for diabetic ketoacidosis (dka). Healthcare provider identified ketones as being dangerous. Intravenous saline/insulin was administered. Bg lowered to 148 mg/dl and dka was resolved. Customer was discharged on (B)(6) 2018 with no permanent damage. Customer alleged pump was not delivering insulin. As tandem technical support was not contacted at the time of the reported issue, a system check could not be performed to determine a possible cause of the event. Customer reverted to using manual injections for insulin therapy.